Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder (laao) was implanted using an amplatzer amulet delivery sheath. There were no difficulties implanting the device and it was never fully retracted into the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in procedure. On (B)(6) 2022, the patient developed a pericardial effusion leading to cardiac tamponade. Pericardiocentesis was performed draining 1600 ml of fluid. The patient was then brought to cardiac surgery. The cardiac surgeon supposed that the effusion was caused by an erosion from the laa wall strengthened by the laao inside. The lesion was closed on the pulmonary artery with a suture and the pulmonary artery was distanced from the laa with a patch. No patient consequences were reported.

Manufacturer narrative:
An event of pericardial effusion which developed into cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported could not be conclusively determined but was believed by the physician to be caused by erosion from the laa wall strengthened by the laao inside. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient is discharged.